Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 140h had an external blood leakage that was found at the top part of the housing and the top part of dialyzer housing was found to be broken. This occurred during patient treatment. There was no issue detected during priming of the machine. The blood was returned to the patient and there was no patient injury or medical intervention associated with this event. No additional information is available.